Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced palpitations while driving down a bumpy road. They also experienced an increase in their heart rate. The implantable pulse generator (ipg) exhibited a problem with it's rate response settings. The ipg was reprogrammed and remains in use. No further patient complications have been reported as a result of this event.